Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the healthcare provider (hcp) stated that the patient was refilled on (B)(6) 2024, and at that time they had a low reservoir alarm. The patient stated the alarm was still occurring. The manufacturer's technical services specialist (tss) reviewed that it was likely related to the new tablet software and the motor stall recovery message at the same time. Tss explained that the tablet should show an active alarm on the home screen and then they should choose the silence option and then update the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.